Event description:
The event is reported as: complaint alleges: the staple came out straight and did not close when attempting to use. They were doing a spay/neuter when this occurred. After 3 staple guns failed, the doctor used suture instead. The animal was not harmed. No patient injury. Patent current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.